Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The alarm trace showed a "sample probe aspiration" alarm. The calibration and qc tests had acceptable results. It was noted that the sample centrifugation time was too short and speed was too high. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys ft3 iii result for 1 patient sample on a cobas e 801 module analyzer serial number (B)(4). The customer performed a reflex test due to the tsh and ft4 results. The tsh and ft4 results were not provided. The initial ft3 result was 43 pmol/l and reported outside the laboratory. On (B)(6) 2021 the repeat result was 3.70 pmol/l.